Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two actual samples were received for evaluation. A visual inspection was performed which revealed a separation between the dark blue female connector and the light blue main body. Functional tests which included leak, clear passage and clamp function tests were performed on both samples with no issues noted. The reported condition of separation was verified. The cause of the condition was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the components of two (2) minicap extended life pd transfer sets separated. This was described as ¿separation of components in a single product¿. This occurred during set up/preparation for peritoneal dialysis (pd) therapy. As a result, the patient required a transfer set change, twice within 3 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.